Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 4 months after the dental implant was placed in site ada 2 in the mouth, the implant did not integrate. Clinician noted the patient's mobility, poor bone quality/quality and a previous augmentation in the site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 4 months after the dental implant was placed in site ada 2 in the mouth, the implant did not integrate. Clinician noted the patient's mobility, poor bone quality/quality and a previous augmentation in the site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).